Manufacturer narrative:
H3. Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the lower shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. Medtronic began distributing pumps with this design change in august 2017. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Pump interrogation up receipt indicated that the pump was delivering infumorph (20.0 mg/ml at 14.989 mg/day) and bupivacaine (2.5 mg/ml at 1.8737 mg/day). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was failed back surgery syndrome and non-malignant pain. The patient reported that ¿there was a problem with the computer program in the pump.¿ the patient stated that there was a time when the pump showed there was medication in the pump, but the pump was bone dry when they tried to pull drug out and as a result of this, they ended up in the ER (emergency room). The patient stated they know what it is like to be completely cut off from medication and it is a horrible experience.